Manufacturer narrative:
Examination of the submitted device found the locking mechanism broken and non-functional. The root cause is attributed to misuse. The root caused is attributed to misuse. A complaint database search against product code 950502129 find not reveal any trends of lever mechanism failures. Based on the root cause determination of misuse and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sigma instrument is broken.